Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident and current blood glucose was 127 mg/dl. Customer also stated the blood glucose was 118 mg/dl at the time of call. The customer was assisted with troubleshooting for low blood glucose. Customer treated with food. Customer will not be returned device for analysis.